Manufacturer narrative:
Customer was sent a replacement purely yours ultra breast pump, ac adapter and hygienikit on (B)(6) 2013. Customer was contacted by phone twice and sent a certified letter, requesting she return affected product using the fedex return label back to ameda, inc. For investigation. Though return was requested, product has not been returned, therefore no visual inspection or functional testing could be completed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report the purely yours ultra breast pump which was attached to the ac adapter began sparking and smoking. She was not using the product or near the breast pump at the time of this event. The hygienikit was attached to the pump at the time of occurrence. Customer denies any injury, burn or property damage.